Event description:
On (B)(6) 2022, a customer complained to ortho care after observing their ortho vision max biovue analyzer having flushed liquid into a reagent vial. Date of event: (B)(6) 2022. Complainant/complaint reporter: mrs (B)(6) ¿ laboratory technician. Reported on: (B)(6) 2022 by mrs (B)(6) to the orthocare helpdesk. Reagents: ortho affirmagen a1, b lot number and expiry date not provided. Software version: 5.12.8. Patient information: not applicable. The customer reported that on (B)(6) 2022, their ortho vision max biovue analyzer had posted a warning message that the b cell vial was empty and when they checked the b cell vial, they noticed the a1 cell vial was overflowing. The customer reported that no patient or donor sample was involved. The customer reported that no biased result had been reported to a physician and that no patient had been harmed as a result of the reported event.

Manufacturer narrative:
(B)(4). This issue is a known software anomaly on ortho vision and ortho vision max for both biovue and ID-mts analysers configured with software versions 5.12.8 or 5.13, whereby flushing of the pipette may occur in a reagent vial after the pipette arm (pipa) exits idle mode, one or more reagent/diluent vials are loaded on the system and the operator enters the maintenance mode before the analyzer completes the reagents inventory. Ortho confirmed that this event occurred after several hours of idle mode. No patient or donor sample was involved. As per customer letter cl2020-275a, ortho recommends that in order to avoid the anomaly, if the analyzer has not been used for processing tests (i.e., idle) for 5 or more hours, or if the idle time of the analyzer is unknown, execute a system liquid refill using the resources tab (resources > liquids > refill) before performing any other action. Field safety corrective action (cl2020-275a) was issued on 16 december 2020. The issue was corrected in software version 5.13.2 (mod 52), released on 07 july 2021. To date, no patient injury has been reported related to this issue. For reporting purposes, ortho currently considers the ortho biovue vision¿/ vision¿ max analyzers to be a similar product to the FDA cleared ortho ID-mts vision¿/ vision¿max analyzers and therefore, the event was reported to the FDA.